Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker had a syncopal event. Therefore, it was noted that this device exhibited premature battery depletion (pbd) behavior and reverted to safety mode. As a result, this device was explanted and replaced on (B)(6) 2025. No additional adverse patient effects were reported. This pacemaker has not been returned.